Event description:
It was reported the lcd was broken. Customer stated the device had a spot of ink in the display. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. The device also had cracked case at display window corners and reservoir tube lip.